Event description:
As per the follow up information reported by the healthcare professional, the consumer diagnosed with an ulcer after wearing the first contact lens. It was suggested that the condition may have been caused due to his work in dirty, dusty environments. The type of medical attention sought is unknown, and the current status of the consumer¿s eye condition is also unknown at the time of this report. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3, h.6: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3, h.6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).